Manufacturer narrative:
H3: product analysis: evaluation determined that damaged to the attachment bearings. The likely cause of failure could not be identi fied. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a repair request, and no alleged product deficiencies were reported. No patient impact or c omplications have been reported as a result of this event. There is no specific issue reported. Additional information received stated that bearings were detached.